Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that when the surgeon fired the ems device, it did not have any staples. There was no consequence to the pt.